Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 525cc saline breast prosthesis, catalog #3501685, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 525cc saline breast prosthesis that deflated after implantation. The patient noticed that her left breast prosthesis had deflated. Deflation was later confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019.

Manufacturer narrative:
On 03/04/2019, the mentor product analysis lab received the device for evaluation. On 03/15/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered an area of separated material measuring approximately 1.1 cm x 1.4 cm on the anterior aspect where the valve is supposed to be. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).